Manufacturer narrative:
Inspection and analysis of the unit was performed. Field service engineer tested the system and no problem was found. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact date of birth is unknown, only a year was provided: (B)(6). Correction for the initial reporter - (B)(6).

Event description:
It was reported that during procedure patient experienced a mild corneal burn. Doctor reported that patients nucleus was hard and had weak zonule threads. Doctor filled the anterior chamber 3 times with healon 5 to create space and during phacoemulsification the excess healon caused the corneal burn. It was also reported that patient is recovering well.